Event description:
It was reported that the right ventricular lead has had increasing impedance values and now impedance is high. Capture threshold has also increased and it was noted that there is no r-wave sensing. There is a possible ring fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - the lead trend data was manually cleared on (B)(6) 2011. There is only a few weeks of trend data present and the ventricular lead impedance is approximately 500 ohms.